Manufacturer narrative:
Sus voluntary even report was received. Medwatch: sus voluntary even report was received. Medwatch: mw5179765.

Event description:
Voluntary medwatch received states post-paced t-wave over-sensing was noted. No information regarding intervention or adverse patient consequences was reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: sus voluntary even report was received. Medwatch: mw5102727.